Manufacturer narrative:
On 12/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/22/2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated; on 01/07/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was appoximately 2-3 millimeters; no parts have been received by manufacturer for analysis; no further issues have been reported.

Event description:
A medtronic representative reported that, during a l4-s1 posterior fusion spine procedure, while navigating, the surgeon alleged an inaccuracy of a very small amount. No specific measurement of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Everything was placed correctly. There was no delay of therapy. There was no impact on patient outcome.